Manufacturer narrative:
(B)(4). The customer reported getting an error 1000. No pt involvement was reported. The device was evaluated by a philips field service engineer. Since multiple parts were replaced to resolve the issue, we are unable to determine the exact cause.

Event description:
The customer reported getting an error 1000. No pt involvement was reported.